Event description:
A malfunction occurred while the customer was loading a new cartridge. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The malfunction code was resettable, and the customer was assisted by technical support in resetting the pump; no recurrence of the malfunction was reported after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which they acknowledged and understood.